Event description:
The initial reporter alleged carryover flags for initially reactive elecsys hbsag ii esults following high positive cmv igg results on the cobas e 801 analytical unit. The elecsys hbsag iimassay operates as an e-flow test, where an automatic double determination is performed if the first measurement is positive. Three samples were involved in the allegation: sample 1 (collected on (B)(6) 2021) had a cmv igg result of >500 u/ml. The initial hbsag result was 1.01 coi (reactive), and the repeat results were 0.359 coi and 0.386 coi (both non-reactive). Sample 2 (collected on (B)(6) 2021) had a cmv igg result of >500 u/ml. The initial hbsag result was 1.76 coi (reactive), and the repeat results were 0.297 coi and 0.359 coi (both non-reactive). Sample 3 (collected on (B)(6) 2021) had a cmv igg result of >500 u/ml. The initial hbsag result was 1.00 coi (reactive), and the repeat results were 0.364 coi and 0.360 coi (both non-reactive). None of the initially reactive hbsag results were confirmed as positive, and the samples were from a collective of normal blood donors. The results did not impact clinical decisions, and no further testing was required per the customer-specific guideline.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit with serial number (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. The initially reactive hbsag results were flagged with carryover alarms, which were attributed to potential microbead carryover from the preceding high-positive cmv igg samples. A review of the provided data confirmed that none of the initially reactive hbsag results were confirmed as positive upon repeat testing. The calibration and quality control data were not available for review, and no instrument-related issues were identified. The results did not impact clinical decisions, and no further testing was required per the customer-specific guideline. A definitive root cause for the carryover alarms could not be determined based on the available information.